Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow-up, this implantable cardioverter defibrillator (ICD) indicated battery depletion, contradicting an earlier report of approximately 11 months of remaining battery capacity four months prior. Upon consulting technical services for a device data review, it was revealed that the device had triggered the elective replacement indicator (eri) as the charge time surpassed 15 seconds. An immediate replacement was advised. The device is still implanted and operational, with no reported adverse effects on the patient. Additional information: new information was received, indicating that surgical intervention was performed to explant and replace this device. No additional adverse patient effects were reported. This device is not expected to be returned.

Event description:
It was reported that during a routine follow-up, this implantable cardioverter defibrillator (ICD) indicated battery depletion, contradicting an earlier report of approximately 11 months of remaining battery capacity four months prior. Upon consulting technical services for a device data review, it was revealed that the device had triggered the elective replacement indicator (eri) as the charge time surpassed 15 seconds. An immediate replacement was advised. The device is still implanted and operational, with no reported adverse effects on the patient. Please note that the date of implant is currently unknown as it was not provided. A request has been submitted to the field to obtain this information.